Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted due to cystocele and sui. It was reported that patient underwent bilateral paravaginal dissection, removal of sling, urethral lysis, removal of mesh, anterior colporrhaphy and a cystoscopy on (B)(6) 2013 due to vaginal pain, dyspareunia, vaginal/urethral scarring, exposed mesh and foreign body in vagina. No additional information was provided.